Manufacturer narrative:
The investigation of the one ultra fast-fix curved assembly was returned for evaluation. Visual examination of the device showed the depth limiter has been removed from the needle. The needle is bent and bowed. Examination of the needles dimple confirmed it to be compressed indicating that t2 was advanced over it. The t and suture construct was also returned and shows no abnormalities. Reassembly of t1 onto the insertion needle confirmed the crimp is providing adequate resistance. Device was reloaded in an attempt to simulate reported issue and could not be replicated. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product lot during manufacture. Due to these observations no root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).

Event description:
During a meniscal repair using the ultra fast-fix system, the surgeon placed the first ultra fastfix implants in his preferred meniscal location without incident (implant 1). However, when he went to place the implants into the second location he found that after deploying the first implant the second implant disengaged from the needle shaft introducer prior to advancement of the thumb handle advancer (implant 2). This also happened on the next implant (implant 3) and then when investigating (implant 4) prior to starting to implant it was noted that both implants had become disengaged from the needle shaft introducer. All four planned implants had the same part and lot number. The hospital was only able to return the last implant (implant 4) as the other implants were unable to be salvaged and retuned to us. An e-mail confirmed all the t¿s were removed from the patient and the meniscus was trimmed using a combination of shaver and up biters to provide a clean edge. Whole repair procedure was conducted arthroscopically. E-mail confirmed ¿the surgeon was satisfied with what he was able to complete at this surgery. No follow up surgery has been booked or proposed at this stage.¿